Event description:
It was reported that during a filter placement procedure patient complications occurred. A 12fr greenfield vena cava filter was implanted in the vena cava. During deployment of the filter an abrupt change in the patient condition occurred and the patient experienced cardiac tamponade. The physician noted that an unspecified guide wire had entered into the patient's heart. The procedure was successfully completed with this device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).